Manufacturer narrative:
Unable to verify software due to constant blank flashing white light on the display. Insulin pump received with a constant flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments/partial display and perform the self test and displacement test due to pump flashing white light on the display. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump's display was flashing or solid white. The customer's blood glucose level was 155 mg/dl. The insulin pump will be returned for analysis.